Event description:
Customer reportedly obtained a result of 194mg/dl while experiencing hypoglycemic symptoms. An unk time later, the customer symptoms became more severe and the paramedics were called. Customer tested 34 mg/dl on the paramedic's device and was transported to the hospital, where she was treated for low blood glucose. Requested return of suspect system and replacement was sent.